Event description:
On september 11, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had been displaying an "error 2" message for about 1 month. The medical affairs specialist (mas) mailed a letter to the patient on september 15, 2006, to obtain/verify information. Three days later, the patient obtained a reading of "88 mg/dl" at 6:00 am and did not have any symptoms of high/low blood glucose at the time. An unknown time, later in the day, the patient attempted to test herself but got the "error 2" message. The patient "blacked out" and was taken to an emergency room (ER) around 12:30 pm. In the ER, her blood glucose was not tested since she was dehydrated. The patient was treated with IV fluids and "sugar." After the patient was stabilized, the patient's blood glucose was tested using an unidentified device. She obtained a reading of "19 mg/dl" using a one touch surestep flexx meter. The patient stated that the error 2 issue had been occurring for about 1 month. However, the patient was using expired test strips. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: how long the patient was using expired test strips, what the patient's medication regimen is, and if the patient was following the regimen before and during the time of concern. In addition, it would have been helpful to know if the patient had any symptoms before blacking out, what time the "error 2" message appeared on the day of the event, and what time she lost consciousness. This complaint is being reported due to the following conclusion: the patient was unable to get a reading on the meter due to an "error 2" message and then lost consciousness. The patient obtained a reading of "19 mg/dl" in the ER and was treated with IV fluids and glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evauation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.